Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) has been confirmed. Upon evaluation, the rear response button switch was damaged. The cause of the inability to activate the monitor is the damaged switch. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us contacted zoll to report that a patient was unable to activate the monitor with the response buttons.